Event description:
It was reported that the vns patient, who was initially implanted with the device in (B) (6) 2009, had initially experienced continuous hoarseness and coughing after the surgery. The patient was seen by an ent surgeon, where vocal cord palsy was diagnosed. The device has not been reprogrammed on at this time, and the patient plans on following up with the ent surgeon for further evaluation. No interventions were taken and the ent surgeon recommended waiting three months until programming the device on. The hoarseness has improved since the ent evaluation that took place in (B) (6) 2009. Device diagnostic testing was performed at a post-operative follow up visit which indicated normal device function.